Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 8 sutures break during this one procedure? If yes, please explain. Did 1 suture break 8 times during use? If yes, please explain. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? How long was the surgery delayed? Was the procedure delayed because the suture(s) broke intraoperatively? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient¿s treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the post-operative care changed due to this event? Please specify. What was being done when the suture broke (removal from package / during passage through tissue / during tying / other)? If breakage occurred during usage, how many tissue passes had occurred before breakage? Approximate location of breakage on suture in relation to needle? What in the physicians opinion was the cause of the suture breakage? Was the procedure completed successfully? Will the actual sample be returned for evaluation? Are any representative samples available for evaluation? If so, please provide the return date and tracking information. Was additional dissection required in other tissues other than the target tissue? If yes, please describe. Surgeon¿s name? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2022-10774, 2210968-2022-10775, 2210968-2022-10776, 2210968-2022-10777, 2210968-2022-10779, 2210968-2022-10780, 2210968-2022-10781.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture broke and the tissue was damaged as a result. The thread has twisted with the tissue and thus caused an injury to the tissue. Surgical time was prolonged, tissue damage, dissection of the tissue and structure, additional tissue had to be resected due to the torqueing of the tissue with the suture. Additional information was requested.

Manufacturer narrative:
(B)(4); date sent to the FDA: 3/22/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received eight unopened samples that pertain to the product code v120g. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. Also, the functional test was performed, the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a1, a2, a3, a4, b3, b7, h6 additional information was requested, and the following was obtained: - did 8 sutures tear during this one procedure? If so, please explain. The scleral tunnel was supposed to be closed, but all the sutures broke while being pulled through, or knotted. - did 1 suture break 8 times during the procedure? If yes, please explain. No. We tried to find a suture that would not break - 8 times for this reason. - please provide patient demographics including age, sex, weight, bmi at time of index procedure. P.j.; 63 years; m; 76 kg; bmi 24.0; - date and name of surgical index procedure? (B)(6) 2022; od ppv, iol explantation; secondary lens implantation retropupillary; air tamponade; pfcl administration; - diagnosis and indication for surgical index procedure? Od iol luxation in vitreous cavity; aphakia since (B)(6) 2022. - what was the original approach for the surgical index procedure? (Open, laparoscopic or other)? Ppv planned and performed - for which tissue was the suture used? Sclera - what was the condition of the tissue (normal, thin, calcified, friable, diseased)? Very thin - how was the suture placed (interrupted or continuous)? Interrupted - how was the suture originally tied (multiple knot, square knot, etc.)? Multiple knot, but this usually did not happen in the first place as the thread broke immediately. - please describe any medical/surgical interventions required as a result of this suture incident, including date and outcome. Closure of the tunnel using a suture from another batch. - other relevant patient history/ concomitant medication? No - what is the physician's opinion on the etiology or factors that contributed to this event? Material weakness - what is the current status of the patient? Discharged from hospital - how long was the surgery postponed? Not at all. - was the surgery delayed because the suture(s) tore intraoperatively? Yes. - were there any unexpected outcomes or complications as a result of the extended surgery time? Not due to the surgical time, but under-bleeding of the sclera due to frequent manipulation. - has the patient's treatment been changed in any way as a result of the extended surgical time? If yes, please explain no. - has postoperative care been altered as a result of this event? Please specify. No. - what was done when the suture ruptured (removal from package / during passage through tissue / during ligation / other)? Discarded suture and opened a new suture pack. Then use another batch. - if the tear occurred during use, how many passes through the tissue had occurred before the tear? None. - approximate location of the break on the suture in relation to the needle? 1/3 / 2/3 - in the opinion of the doctor, what was the cause of the break in the thread? Material defect - was the procedure successfully completed? Yes. - is the actual sample sent back for evaluation? Packets from the batch were sent. - are representative samples available for evaluation? Yes, are available at mrs. (B)(6) place - was additional dissection required in tissues other than the target tissue? If yes, please describe. No. - name of surgeon? (B)(6)